Manufacturer narrative:
(B)(4). D1: brand name updated. D4: catalog number updated.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device fractured into two pieces, rendering it inoperable. Both pieces were returned for evaluation. The device show signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the tip of a r3 liner impactor head 36mm broke during liner insertion. Incident occurred during procedure with instruments inside the patient. No surgical delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.